Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control). Patient temperature (pt) was not reaching targeted temperature (tt) and water was not warm. Also receiving alert about low flow and nurse noted that the water flow rate (wfr) was below 1 l/m. Nurse had added 2 additional pads and laid them to the side to increase water flow rate (wfr). Patient temperature (pt) was 36.8c, targeted temperature (tt) was 37c, water temperature (wt) was 34.1c, water flow rate (wfr) was 2.6 l/m. Noted device appeared to be working appropriately now. Explained when water flow rate (wfr) dropped to 0.5 l/m or lower, the heater was unable to enable and make warm water which could lead to the alert 113. Advised to call back if they received any alerts or alarms.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be "low flow due to over-lamination of foam to film due to temp controller set too high,". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.